Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted bilaterally with short tfn-a (trochanteric fixation nail - advanced). On left side, the resident was placing distal locking screws and twisted head off of the screw. Patient had very thick cortices and hard bone. They were able to remove the screw head and left the threaded portion of screw implanted in bone as it was across both cortices. There was a five minute delay in surgery. Patient's outcome was stable and the surgery was completed successfully. This complaint involves one device. This report is 1 of 1 for (B)(4).